Event description:
It was reported that the left color video monitor on the 2800 sys was not working. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.